Event description:
It was reported that prior to the implant procedure, interrogation of the implantable pulse generator (ipg) revealed the device had triggered elective replacement indicator (eri). The programmer inidcated that the ipg had possibly been stored in a low temperature. The ipg was restored to factory settings. The ipg was not implanted, and was replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The analyst commented that the device was received in its unopened original shipping package.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)